Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not reported. Additional information: photos were received for review. Upon visual inspection of the pictures provided of product code lt200, several discrepancies between the suspect carton photos and authentic supplier samples and the authentic artwork were found.¿ it would appear however, that the suspect packages are not authentic

Event description:
It was reported that the product was purchased from (B)(4) and is being reported due to the potential that the product is counterfeit. We have located lt200 sold by (B)(4) on board a hospital ship run by (B)(4).